Event description:
I had essure implanted in (B)(6) 2012. Within several days, after the procedure, I had extreme pain on my left lower side. I called the implanting doctor and was advised to have an ultrasound. The ultrasound revealed that I had pid from essure. I had to take antibiotics. I still have pain on the left side and now impacts how I walk. It has gradually gotten worse. In addition to the hip/side pain, I also have chronic lower back pain. In (B)(6) of this year I had an episode of severe dizziness. I had another episode in (B)(6). I went to an ent. The doctor believes I now have an auto-immune disease called miniere's disease. I mentioned this because I believe it is linked to the coils in my body. Prior to essure, I never had issues. Finally, I look as though I am 6 months pregnant. I had my last child in (B)(6) 2011. My stomach stays bloated. I eat healthy and exercise; however, my stomach remains unchanged. Again, I believe this is due to the essure. I was told that the only way to remove the coils is a hysterectomy and/or tubes removed. I am (B)(6) years old and do not want that. Essure was pitched to me as a less invasive alternative to tubal ligation. I had a c-section and did not want to run the risk of complications so I opted for the essure. Had I been made aware of all the possible side effects I would not have chose this.